Event description:
It was reported the lead was replaced due to apparent fracture. No patient complications have been reported as a result of this event. Additional information received reported 3 inappropriate shocks.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High ventricular impedance was noted on the data disc review. H3 other text : it was reported the lead was replaced due to apparent fracture. No patient complications have been reported as a result of this event. Additional information received reported 3 inappropriate shocks. No conclusion can be drawn lead(s), fracture of shock, inappropriate.

Event description:
It was reported the lead was replaced due to apparent fracture. No patient complications have been reported as a result of this event. Additional information received reported 3 inappropriate shocks. It was reported the lead was replaced due to apparent fracture. No patient complications have been reported as a result of this event. Lawsuit alleges the patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. Patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish. Patient has suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High ventricular impedance was noted on the data disc review.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during an attempted removal of the previously capped lead, the lead came apart near the subclavian entry. The distal section was not able to be retrieved. The lead was partially explanted.

Manufacturer narrative:
This product was included in a field action, and product analysis found that the product did perform as described in the field action. Evaluation summary continued: the distal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo, and the outer insulation was ruptured; proximal segment returned and analyzed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.